Manufacturer narrative:
Concomitant products: product ID 3998, lot# v022880, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that shortly after the patient had been implanted he experienced overstimulation when he would lie down. He would get "shocking" during this positional change. The patient had been instructed to turn his implantable neurostimulator (ins) off at night. It was stated that once he turned the ins off that resolved the reported issue.